Event description:
The customer reported the sys is cutting in and out during fluoro and the collimator will not open. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and retapped the input transformer. Sys operates as intended. (B)(4).